Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported complication cannot be determined. The customer indicated that the maryland bipolar forceps (mbf) instrument used while the injury occurred will not be returned. There is no allegation that a malfunction the da vinci systems, instruments, or accessories occurred. If additional information is received, a follow-up MDR will be submitted. The instrument logs were reviewed and it has been confirmed that the mbf instrument was used during a procedure on (B)(6) 2021 on system (B)(4). The mbf instrument has been used in a subsequent surgical procedure. A review of the site's complaint history does not show any related complaints logged for this specific instrument or any of the other instruments/accessories used during the procedure in question. There was no image or video provided for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This event is being reported due to the following conclusion: during a da vinci-assisted lobectomy surgical procedure, the pulmonary vein was injured and the patient experienced bleeding. As a result, the procedure was converted to an open surgical procedure for safety reasons. There was no allegation that a da vinci system, instrument, or accessory malfunction occurred. Blank MDR fields: follow-up was attempted, but the patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable.

Event description:
It was reported that during a da vinci-assisted lobectomy surgical procedure, the pulmonary vein was injured, and the patient experienced a lot of bleeding. As a result, the procedure was converted to an open surgical procedure. The surgeon stated that although the bleeding could have been controlled using da vinci instruments, he elected to convert the procedure for safety reasons considering the adjacent ascending a2 branch was near the bleeding site. There was no allegation that a da vinci system, instrument, or accessory malfunction occurred or caused/contributed to the vessel injury. Intuitive surgical, inc. (Isi) contacted the respiratory surgery director and respiratory surgery sub-director and obtained the following additional information regarding the reported event: there was no allegation that a da vinci device malfunctioned occurred during the surgical procedure. While the surgeon was using the maryland bipolar forceps (mbf) reportedly for dissection, the pulmonary vein was injured secondary to a "technical issue when cutting." It is unknown if the surgeon was dissecting the pulmonary vein or another anatomic structure. It is also unclear what type of injury was sustained by the vessel. The mbf instrument was reportedly working well with no issues and there was no issue with the vision of the surgical field. It was confirmed that there was no unexpected system arm movement. The patient was reported to be recovering well with no complications. The maryland bipolar forceps instrument will not be returned to isi for evaluation. In order to stop the intra-operative bleeding with bipolar energy, the surgeon elected to convert the surgical procedure to open surgery.

Event description:
It was reported that during a da vinci-assisted lobectomy surgical procedure, the pulmonary vein was injured, and the patient experienced a lot of bleeding. As a result, the procedure was converted to an open surgical procedure. The surgeon stated that although the bleeding could have been controlled using da vinci instruments, he elected to convert the procedure for safety reasons considering the adjacent ascending a2 branch was near the bleeding site. There was no allegation that a da vinci system, instrument, or accessory malfunction occurred or caused/contributed to the vessel injury. Intuitive surgical, inc. (Isi) contacted the respiratory surgery director and respiratory surgery sub-director and obtained the following additional information regarding the reported event: there was no allegation that a da vinci device malfunctioned occurred during the surgical procedure. While the surgeon was using the maryland bipolar forceps (mbf) reportedly for dissection, the pulmonary vein was injured secondary to a "technical issue when cutting." It is unknown if the surgeon was dissecting the pulmonary vein or another anatomic structure. It is also unclear what type of injury was sustained by the vessel. The mbf instrument was reportedly working well with no issues and there was no issue with the vision of the surgical field. It was confirmed that there was no unexpected system arm movement. The patient was reported to be recovering well with no complications. The maryland bipolar forceps instrument will not be returned to isi for evaluation. In order to stop the intra-operative bleeding with bipolar energy, the surgeon elected to convert the surgical procedure to open surgery.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported complication cannot be determined. The customer indicated that the maryland bipolar forceps (mbf) instrument used while the injury occurred will not be returned. There is no allegation that a malfunction the da vinci systems, instruments, or accessories occurred. If additional information is received, a follow-up MDR will be submitted. The instrument logs were reviewed and it has been confirmed that the mbf instrument was used during a procedure on (B)(6) 2021 on system sk3541. The mbf instrument has been used in a subsequent surgical procedure. A review of the site's complaint history does not show any related complaints logged for this specific instrument or any of the other instruments/accessories used during the procedure in question. There was no image or video provided for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This event is being reported due to the following conclusion: during a da vinci-assisted lobectomy surgical procedure, the pulmonary vein was injured and the patient experienced bleeding. As a result, the procedure was converted to an open surgical procedure for safety reasons. There was no allegation that a da vinci system, instrument, or accessory malfunction occurred. Blank MDR fields: follow-up was attempted, but the patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Fields are not applicable.